Manufacturer narrative:
Event date was approximated to (B)(6) 2023 based on the first day of the month the event was reported to the manufacturer. Upn and lot number are unknown; therefore, the manufacture date and expiration date are unknown.

Event description:
It was reported that the mustang became stuck on the amplatz guidewire. There were no reported adverse consequences to a patient. No further information was reported.